Manufacturer narrative:
(B)(4) date sent: 6/24/2024 d4 batch #: a9e48l investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. In addition the blade was damaged cracked visual analysis of the returned sample determined that the device was returned with the clamp arm detached not returned. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the device returned condition not all functional testing could be performed with the generator. The blade broke off during functional testing. Possible causes of the clamp arm damage are not closing the clamp when sliding the torque wrench on and off;  not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device batch a9e48l, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a thyroid procedure the ¿remove device from patient¿ and then ¿replace instrument¿ alert screen was displayed by the generator. Changed to another device to complete surgery. There was no patient consequence reported.